Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded filshie clip") in an adult female patient who had essure inserted (lot no. 628146) for female sterilisation. The patient had a medical history of uterine prolapse, maxillary sinusitis, ovarian cyst, obesity, parity 4, multi gravida, uterine fibroid, pelvic pain and vaginal delivery. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingo oophorectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: the right tube segment is shorter, and the essure coil has been transected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.541 kg/sqm. [Pathology test] on (B)(6) 2018: specimens: uterus with cervix, bilateral tubes and ovaries. Final diagnosis: uterus: endometrium: status post ablation, myometrium: leiomyoma, subserosal. Cervix: mucous retention cysts. Fallopian tubes, bilateral: status post-surgical interruption, remote. Ovaries, bilateral: cystic follicles. Gross description: the stubs of both fallopian tubes contain silver colored metal coils consistent with essure devices. The left tube segment is longer and appears to contain the entire essure coil. The right tube segment is shorter, and the essure coil has been transected. One fallopian tube measures 5.8 cm in length and 0.6 cm in diameter, it has an embedded filshie clip as well as the distal portion of an essure coil. The other fallopian tube measures 5.0 cm in length and 0.7 cm in diameter. It also has an embedded filshie clip but no essure coll. [Ultrasound pelvis] on (B)(6) 2018: 8, showed uterus with cm fibroid in the right uterine body. Normal endometrial measurement of 4.6 mm, simple cyst of the right ovary measuring 1.8 cm in greatest dimension. Lot number: 628146. Manufacture date: 2008-09. Expiration date: 2011-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded filshie clip") in an adult female patient who had essure inserted (lot no. 628146) for female sterilisation. The patient had a medical history of uterine prolapse, maxillary sinusitis, ovarian cyst, obesity, parity 4, multi gravida, uterine fibroid, pelvic pain and vaginal delivery. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingo oophorectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: the right tube segment is shorter, and the essure coil has been transected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.541 kg/sqm. [Pathology test] on (B)(6) 2018: specimens: uterus with cervix, bilateral tubes and ovaries final diagnosis: uterus: endometrium: status post ablation, myometrium: leiomyoma, subserosal. Cervix: mucous retention cysts. Fallopian tubes, bilateral: status post-surgical interruption, remote. Ovaries, bilateral: cystic follicles. Gross description: the stubs of both fallopian tubes contain silver colored metal coils consistent with essure devices. The left tube segment is longer and appears to contain the entire essure coil. The right tube segment is shorter, and the essure coil has been transected. One fallopian tube measures 5.8 cm in length and 0.6 cm in diameter, it has an embedded filshie clip as well as the distal portion of an essure coil. The other fallopian tube measures 5.0 cm in length and 0.7 cm in diameter. It also has an embedded filshie clip but no essure coll [ultrasound pelvis] on (B)(6) 2018: 8, showed uterus with cm fibroid in the right uterine body. Normal endometrial measurement of 4.6 mm, simple cyst of the right ovary measuring 1.8 cm in greatest dimension. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.